Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user, new to the ilet system, called with questions about meal announcements and device disconnection. The agent explained proper meal announcement use and how to disconnect safely. The highest blood glucose (bg) recorded was 400 mg/dl during the call. Bg was corrected through the algorithm and outside insulin. Symptoms included thirst and shakiness. No medical intervention was reported at the time of call.